Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage at the q-syte valve (when the male luer lock connector is connected to the q-syte at a pressure of 0.5 bar). Did the patient or user suffer any harm? If so, please explain: the malfunction was detected before use on the patient (when assembling the q-syte with an infusion pump). Could you specify the date of the event? Na. Unused (before use) / before use.

Manufacturer narrative:
The complaint of a leak was confirmed from the q-syte connectors that were attached to the manifolds. The top and bottom bodies of two q-syte connectors were separated, which allowed fluid to leak from the connector. The mating surfaces of the damaged connectors were rough, which indicates that the connectors were welded during assembly. The returned samples were not labeled with any product or lot information. As the q-syte connectors were assembled on a manifold, the separation of the q-syte connector likely occurred outside the control of the bd sandy manufacturing plant. No other damage or defects were identified. An additional 55 unused q-syte connectors and two photographs were provided for investigation and the reported leak could not be confirmed. Besides the two damaged q-syte connectors, a visual examination and a functional test revealed no leaks, damage or defects that were associated with the reported issue. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. There were no other similar complaints from the implicated lots. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak could not be confirmed from the q-syte connectors or photographs that were provided for investigation. A visual examination and a functional test revealed no leaks, damage or defects that were associated with the reported issue. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.